Manufacturer narrative:
Device evaluation: one device was received and evaluated for the needle button released complaint. Device #053173-a was inspected, and the needle mechanism functions were tested and verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
The patient reported that the needle button of their v-go 40 released. The patient reported that they were just standing, and they heard it click/pop out. It was reported that the device is available for return to the manufacturer for evaluation. However, to date, has not been received.